Manufacturer narrative:
No product will be returned per customer and patient demographic details were not provided. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient is caucasian.

Event description:
It was reported that an unintended disconnection of the pump tubing to the child's IV access device occurred despite thoroughly tightening the tubing. The nurse stated that the peripheral catheters are often placed in the crease of the leg where the upper leg meets the groin/upper abdomen. No patient harm was reported.